Event description:
Physician interrogated device and battery status measured 8.42v. Fuel gauge is between bol and mol1. Physician reviewed patient's chart back to 07/03 and battery status read the same 8.42v.